Manufacturer narrative:
The field service engineer determined that a system reagent was nearly empty. The reagent was replaced and the reference electrode was replaced due to erratic readings received during ise checks. Calibration and controls were run; controls passed. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample was tested immediately following the controls and initially recovered an na value of 133 mmol/l. The initial value was reported outside of the laboratory. The controls that were tested were outside of range, so the reporter calibrated the test and repeated controls. Controls recovered within range. The sample was pulled and repeated on a second c 501 analyzer, resulting with an na value of 139 mmol/l. This value was believed to be correct and a corrected report was issued. The sample was then repeated on the original c 501 analyzer, resulting with an na value of 141 mmol/l. The na electrode lot number and expiration date were requested, but not provided.